Event description:
It was reported that during a robotic prostatectomy procedure, the device was leaking throughout the case. The device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Duckbill, leak test failure were any noises heard such as "whistling" or "hissing"? No, but they did hear air leaking out of the device. If so, did the "noise" prevent insufflation? Please describe the noise. Was there a drop in pressure? Asku if yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? Yes if so, what device? Asku. Was any torque being applied to the trocar or device? Asku. The analysis results found that the b12lt device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.